Manufacturer narrative:
Review of production batch records associated with both the receipt testing of chemical indicator ink as well as testing of finished goods showed no nonconformances of note. Product operated as intended throughout the manufacturing and product release process. Further review of complaints associated with batch 1803008 was performed with no verified complaints of note. As color reversion had been an issue in 2016, a preventive action of implementing a leaded formulation and transitioning away from a water-based formulation was initiated to provide a more robust product at that time. No verified complaints against the leaded formulation are on file. For further investigation factory samples from batch 1803008 were tested in a simulated use study, with color transition occurring as intended. Transitioned dots were then subject to 24/7 exposure to both natural and artificial light conditions to attempt to force the reported failure mode. While fading of the dots occurred as expected when exposed to natural light conditions, no reversion occurred. This issue has been reported to the operations management team, as it has been noted that color transitions between manufactured lots are not uniform. While product operates as intended in all situations, end user interpretation of a lighter color change when expecting a more robust color change can result in the interpretation of the dots reverting in color. Additionally, it has been noted that storage of transitioned indicator dots near sources of hydrogen peroxide, a common component in laboratory cleaning procedures, can cause dots to fade back to their initial color and/or transition to a white color when exposed for extended periods of time. This issue against lot 1803008 has been logged within the complaint system and will be monitored for recurrence. All complaints against this lot will be tested in similar fashion, and should a complaint be verified crosstex will re-evaluate the issue and reopen other associated complaints for additional investigation as applicable. Note: a retrospective review of potential serious injury complaints was performed. This MDR was identified as a reportable malfunction as a result and filed as part of the review activities.

Event description:
It was reported there was an issue with the orange locks. The reporter indicated that the indicator ilocks are turning back to their original color while on the storage shelves. It is happening so often that hospital has been putting sterilization tape over our indicator dots, which is time consuming and costly. It has caused delays and frustration for the spd and operating room. Clarification was received on location of container storage: the locks were in a room across from the sterile processor and were not in contact with the sun/direct light at all. The spd is located in the basement and there was no chance for any light in the department. No patient injury. No delay in surgery.